Event description:
The hospital reported that during a case, the pt started moving. The clinician delivered intravenous anesthesia and completed the case with no further complaint. There was no reported pt injury.

Manufacturer narrative:
Under european law and (B)(6), pt info is considered confidential and will not be released by the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.